Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was no image, only a black screen with static, for the device with a b30 scope communication error message received. This is attributed to the fluid invasion of the scope connector. Other observations for the device are: leak from distal end rubber coating (a-rubber) adhesive; distal end plastic cover has dents; light guide lens has deep scratches; brush passage has unusual restriction; charge couple device (ccd) shrink tube attributed to physical stress; insertion tube has minor dents; and worn labels on edge of scope connector. The user¿s complaint of air leaks was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in the device for evaluation and repair of air leak issue occurring during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was no image, only a black screen with static, for the device with a b30 scope communication error message received. This medwatch is being submitted for the reportable issue of the b30 communication error message received for the device as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the following caused the event: a) due to moisture which entered device from leaked location, contact failure of ccd unit and/or scope connector internal circuit board occurred. B) due to the device handling such as the following, failure of ccd unit and/or scope connector internal circuit board occurred. -earth wire of system was not connected. -insertion/removal of scope connector while power of system was on. -dirt and/or fluid adhered to scope connector contacts. C) physical stress which was applied to insertion tube obstructed movement of ccd-cable in bending section and caused misalign/kink/breakage of ccd-cable. D) failure of system. The following is included in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." "Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Warnings and cautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.